Manufacturer narrative:
(B)(4). G2: s africa. Review of the x-ray image found the medical plate screws were missing the screw heads and no serious injury appears as a result of the broken screw heads. Per the risk files associated, this event is not likely to cause or contribute to a serious injury if it were to recur. Based on the investigational findings, this event has been deemed not reportable and has been logged into our database to monitor and identify potential trends per internal procedures.

Event description:
It was reported that 2 screws snapped off at the neck before the head contacted the plate as the surgeon was advancing them on the proximal tibia. The screw heads were discarded by the scrub nurse but the 2 screw shafts remain implanted within the patient anatomy with no prominence. The surgery was successfully completed with a delay of less than 30 minutes.